Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during the implant procedure, the device was programmed to ddd and the atrial port was open. The device was out of the pocket and two beats of inhibition of pacing were noted. A boston scientific crm technical services consultant suggested that the open atrial port in ddd, loose setscrews or movement of the device creating chatter on the ventricular lead could have caused the pacing inhibition.